Event description:
It was reported that; during surgery, the surgeon used a cage system. The surgeon inserted the cage into intervertebral using the inserter guide. And the surgeon inserted screw. Before laser mark of screw driver reached a sleeve of inserter, the abnormal noise occurred. When the surgeon checked screw, the clip of screw was broken. Therefore the surgeon changed the screw to another same size screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: multiple contributing factors include: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: the established cause of the event is multifactorial.

Event description:
It was reported that; during surgery, the surgeon used a cage system. The surgeon inserted the cage into intervertebral using the inserter guide. And the surgeon inserted screw. Before laser mark of screw driver reached a sleeve of inserter, the abnormal noise occurred. When the surgeon checked screw, the clip of screw was broken. Therefore the surgeon changed the screw to another same size screw.